Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is leaking.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed unit leaking pressure and replaced drive manifold assembly to resolve the issue. Also fse found damaged console cover and replaced console cover (d441-00-0194). Fse performed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.